Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the pump was emitting "not primed/no delivery" alarms, and pushed the insulin out at the load cartridge step. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration, and a component of the force sensor circuit was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).